Event description:
A consumer reported that one week after her cataract surgery with the intraocular lens (iol) implantation, she had to visit her surgery center because the lens rotated in her eye. She noted that she had opted for a toric lens to correct her astigmatism and have 20/20 vision for distance. However, it was not achieved. She stated that she never had an issue reading or seeing anything close up, but now she might need readers. Her vision to see close up was severely impaired. She noted that without reader and perfect light she could not read anything in small print. She experienced major concerns with the halos she saw around car lights at night. Additional information has been requested but is not available at the time of this report. There are two medical device reports associated with this patient. This is 1 of 2.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.